Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the visera cysto-nephro videoscope exhibited foreign material in the following components: image guide tube, boot of the insertion section tube, light guide connector, control section, grip, up/down angulation lever plate, angulation lever, and the universal cord. There was no patient involvement.